Event description:
It was reported that post implant a swedish adjustable gastric band, surgical replacement of the reservoir had to be performed twice, and subsequently a new band was placed as the reservoir change was alleged to be completely inefficient. There were no adverse patient consequences reported. Four attempts have been made to obtain additional information. If additional details become available a 3500a supplemental will be sent.

Event description:
Additional information received stating, there were two changes of the reservoir and after that it was decided the band needed to be replaced as the patient did not notice satiety. There was a leak in the band and not in the reservoir.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).